Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 5 closed samples for analysis. The needles of the samples received have been tested for bending strength and the results fulfill product specifications. The result of bending strength of each needle received is 36.14 nxcm, 36.26 nxcm, 36.53 nxcm, 36.17 nxcm and 36.51 nxcm in minimum (minimum bending strength specification for this needle: > 30 nxcm). As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle bending strength result during production control of the needle raw material batch used in this product was 36.06 nxcm in minimum and fulfilled specifications. Conclusion root cause analysis: it has not been possible to determine the root cause as samples received meet the product specifications. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that when sewing the perineal suture, according to the deputy head of the delivery room, the needle tip bent. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.